Manufacturer narrative:
This MDR is being retroactively submitted due to an FDA inspection observation. The event happened some years ago. The FDA inspection happened february 19 thru march 11, 2025.

Event description:
The guardian system md (serial number: (B)(6)) was initially implanted on (B)(6) 2021. The patient was admitted to (B)(6) at an unknown date with bacteremia and had his chemotherapy port removed. Tee showed large vegetation on the rv lead without evidence of vegetation on other valves. The patient was then transferred to (B)(6) on (B)(6) 2024 for further management and the guardian system was ultimately explanted on (B)(6) 2024 after receiving the patient's consent. There were no complications from this explant procedure. This MDR is being filed retroactively in response to an observation from an FDA inspection performed february 18, 2025 throught march 11, 2025.